Manufacturer narrative:
D4: UDI corrected. Manufacturer's investigation conclusion: the reported event of a system monitor overlapping buttons glitch resulting in the operator unintentionally selected the "pump stop" button can be confirmed. Photos, provided by the customer revealed that the buttons for hematocrit and pump stop/pump speed adjustment were overlapping. Further review of the provided log files revealed a brief pump stop associated with an intentional pump stop (f69) command being activated. The system monitor serial number (B)(6) was not returned for evaluation. The site was informed the system monitor was no longer serviced by abbott and was disposed of. Although the unit related to the customer reported event was not returned and the exact sequence of events could not be replicated, atypical screen behavior was replicated on multiple test units during lab testing. In addition, the photos submitted by the customer confirm screen distortion in which buttons for multiple commands were overlapping. Therefore, it can be concluded that it is possible the user was attempting to select the cancel button and inadvertently selected the pump stop button due to the screen distortion / overlapping buttons. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records were reviewed and the records revealed the system monitor, serial number (B)(6) was manufactured in accordance with mfg and qa specifications. There were no previous service records and the only esr (equipment service report) was when the system monitor software was upgraded to software version 7.32 heartmate 3 instruction for use (IFU) under section 4 ¿system monitor¿ explains how the system monitor works, how to set up and use it. This section contains some troubleshooting steps of the system monitor screen remains black or if ¿not receiving data¿ flashes on the screen. According to this section, if the system monitor still does not work, please contact abbott for assistance. Section 4 ¿system monitor¿, under pump flow and hematocrit, explains how to change the hematocrit value and provides the typical view of the system monitor screen for adjusting the hematocrit. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an issue with an accidental pump stop button being pressed twice. It was reported that both pump stops were for the same reason, and an image of the system monitor with a glitch and overlapping buttons was provided. Log files confirmed two intentional pump stops on 19 feb 2024 at 4:37:48 and 4:37:54. During these events, the pump was off for 1-2 seconds. The system monitor was taken out of service.

Manufacturer narrative:
Section d1: corrected. Section d4 lot number: corrected. Section d4 expiration date: expiration date was inadvertently included in the initial report and is not applicable for this device. Section d4 UDI: corrected. Section g3: the date received by manufacturer was incorrect in the previous report. The correct date received by the manufacturer was may 8, 2024. Section h4: corrected. No further information was provided. The manufacturer is closing the file on this event.